Manufacturer narrative:
A ge service rep performed an on site investigation. The system was adjusted down during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system in high level fluoro and normal fluoro in max mode was out of spec. No pt injury was reported.